Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) suddenly turned off. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) suddenly turned off. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) evaluated the iabp. The fse test cycled the unit for one day and there was no interruption of its operation. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).